Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse evaluated the instrument and found a leak at the ratio pump and a torn flapper on the electrolyte injection cup (eic) valve . The field service engineer replaced the ratio pump and eic valve to resolve the issue. The field service engineer verified instrument operation.

Event description:
The customer reported obtaining elevated na (sodium), co2 (carbon dioxide), cl (chloride), k (potassium) and/or calc (calcium) results for six (6) patients, involving the unicel dxc 800 pro synchron system. The customer repeated the samples on another dxc and obtained lower na, cl, co2, k, and calc results. The elevated na, cl, co2, k and calc results were reported outside the laboratory. There was no change or affect to patient treatment in connection with this event. Quality control was within laboratory's established ranges on the day of the event.